Event description:
The customer stated an architect i2000sr analyzer generated a false reactive toxo igg result for two patient specimens. Patient 1: the architect generated an initial toxo igg result of 29 (no units of measurement provided) and a negative result of <1.6 (no units of measurement was provided ) when repeated. Patient 1 was previously known to be toxo igg negative. There was no report of impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No single definitive cause was determined. The architect system operations manual and the architect toxo igg reagent package insert were reviewed and were found to adequately address the issue of falsely elevated results. After the field service representative (fsr) performed instrument troubleshooting and replaced the wash zone 1 needle in wash zone 2, the instrument performed within specifications. Based on the available information a deficiency of the architect system was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. False positive result (B)(4); no consequences or impact to patient (B)(4).